Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually positive. An immucor field service engineer (fse) visited the customer site on 13sep2017 to assess the testing instrument in question. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.